Event description:
Patient had a midline placed 5cm in the right arm. Concerns about line function this afternoon resulted in a dressing change/troubleshooting. Upon dressing change, it was noted the light violet sheath at the distal end of the 1.9fr argon l cath was separated from the clear plastic hub and sliding freely around the polyurethane catheter itself. No evidence of leaking at the time. Secured and padded to limit movement or tension on the catheter with steri-strips and telfa under standard dressing. However, within several hours, leaking developed from the distal catheter at the hub, saturating the dressing again. Catheter remained 5cm inserted without leaking at insertion site. The line was pulled and restarted midline in a new vein, same extremity. There is concern that the intensive care nursery (icn) has had more than one issue in one day with the l-caths. Recently, one week prior another l-cath had been recently repaired. Line was a PICC, inserted in the median right antecubital line; this was removed and replaced. No patient harm has occurred and both (all l-caths involved) have been discarded. No photographs are available either.